Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided complete pump reset information and guided the caller through the pump reset. After resetting, the cgm error code did not reappear, and the caller successfully started their sensor session.